Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: received for investigation one used, decontaminated 3 ml pro-vent syringe without original packaging. The customer stated the product was g1460j, but no lot number was provided. Visual inspection of the sample showed damage to the shoulder of the syringe barrel (mp805), near the base of the luer fitting. The condition of the sample was such that testing could not be conducted. However, the noted damage resulted in a hole being present confirming leakage would most likely occur. No lot number was provided, so further investigation could not be performed at this time. Complaint information will continue to be monitored for any new information and further actions will be taken accordingly.

Event description:
It was reported that when blood was drawn, the syringe was cracked, and blood leaked out. The operator of the device was a health professional and the event occurred at the hospital. There was no disinfection or sterilization, and no infectious disease occurred. This occurred during use. There was patient involvement and patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.